Event description:
Customer reportedly obtained results of 246mg/dl, 67mg/dl, 123mg/dl, and 76m/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.